Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported having charged his ipg approximately two months ago, and is currently unable to establish communication with the ipg using the charging system and the programmer. Surgical intervention is planned as the next course of action to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored following the surgical intervention.